Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as post lumbar laminectomy syndrome and spinal pain. It was reported that the patient stated their pump was not working. The patient's pump had been beeping for 1-2 months (relative to ((B)(6) 2019). No symptoms were reported. There were no further complications reported at this time.